Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause for the reported mitral stenosis could not be conclusively determined. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. Two mitraclip xtw clips and one mitraclip xt clip was implanted, reducing mr to a grade of 1 and a mean pressure gradient of 2mmhg. However, post procedure, the patient¿s vital signs were unstable, and the mean pressure gradient increased to 18mmhg. Therefore, the patient was transferred to mitral valve replacement surgery. The patient was reported to be recovering.